Manufacturer narrative:
The recipient was treated with IV ceftriaxone and clindamycin for five days, however, the infection has not resolved. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Additional information: outcomes attributed to adverse events, date of event and explant date. Correction: relevant tests/lab data. The recipient reportedly experienced a skin flap infection. In (B)(6) 2016, the recipient was treated with rocephin (ceftriaxone) for two months. The recipient was recommended a period of non-use of the device. The recipient was hospitalized in (B)(6) 2016 and (B)(6) 2017. The recipient's device was explanted. The recipient's infection has resolved.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infected seroma at the implant site. The recipient was reportedly treated with augmentin for 8 days. The recipient's infection has resolved.